Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000135. A medtronic representative went to the site to test the equipment. Testing revealed the impact caused the lower door cover to crack and the rotor to be knocked out of place, which caused the door not to open. The lower door cover was replaced, and motion calibration was completed. The imaging system then passed the system checkout, and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported the site ran the system into the wall cause the system to be impacted. After the impact the doors would not open. This issue was noted outside of a procedure, and there was no patient involvement.